Manufacturer narrative:
The customer was sent a replacement power supply. In follow up with a complaint handler on (B)(6) 2018, the customer reported that she was "pretty sure you could see inside the power adapter a little." The issue with the liberty device power supply housing breaking open was investigated by medela (B)(4) under (B)(4). The investigation identified the root cause was weak welding of the power supply housing. Two corrective actions resulted - improvement of the welding of the existing power supply housing, which was implemented on 07/30/2015 and an alternative power supply from a new supplier, which has not yet been implemented.

Event description:
On (B)(6) 2018, the customer alleged to medela llc that the power supply for a liberty pump was cracked from wear and tear.